Manufacturer narrative:
Implant date is estimated to have occurred in (B)(6) 2013.

Event description:
It was reported that a charge time limit reached alert was observed on the device. Technical support was contacted and device exchange was suggested, but intervention has not been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported field event of extended charge time was confirmed by reviewing the data in the device image. Interrogation of the device revealed the device was above elective replacement indicator (eri) upon receipt. Telemetry, pacing, sensing, impedance, patient notifier, high voltage output, high voltage shock, and capacitor maintenance were tested during analysis and no anomalies were detected. The cause of the field event of capacitor charge timeout remains undetermined.

Event description:
Additional information was received indicating that the device was explanted and replaced to resolve the event.